Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31018688) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00901 and 3008114965-2023-00902. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7412881) was impeded in the middle section of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31018688) and could not be further advanced. The physician removed the microcatheter and the stent from the patient¿s anatomy and observed that the delivery wire of the stent was kinked / bent. The physician switched to competitor devices to complete the procedure. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 19-dec-2023. [Additional information]: on 19-dec-2023, additional information was received. Per the information, the patient is a 68-year-old male. The target aneurysm was a right internal carotid artery (ica) aneurysm. A continuous flush was maintained through the microcatheter. The information confirmed there was no negative patient impact and no clinically significant delay in the procedure. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00901 and 3008114965-2023-00902. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.